Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. Pre procedure transesophageal echocardiography (tee) imaging showed a fat pad vs trace pericardial effusion. The closure device was inserted and deployed per instructions for use (IFU) guidelines and position, achor, seal and size (pass) criteria after the first deployment. There were no recaptures. The post procedure tee showed no change in the fat pad vs trace effusion. Approximately six (6) weeks post implant, the patient presented to the emergency department with chest pain, but a stable blood pressure. The patient was taken to the catheterization lab where an emergent pericardiocentesis with a pigtail catheter was completed and 2.5l of fluid was drained. The blood was described as serosanguinous. The physician stated the effusion size has remained unchanged since the drain was placed and the patient is hemodynamically stable.